Manufacturer narrative:
A product correction letter was issued on 07mar2019 to all alinity I and alinity c customers notifying them of the software and hardware issues on the alinity ci-series system. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their alinity ci-series to software version 2.6.0 to resolve each of the identified issues and provide customers necessary actions until the mandatory upgrade is completed. Correction/removal number: 3002809144-03/14/19-002-c.

Event description:
The customer was contacted regarding product correction fa07mar2019. The falsely depressed bnp results discussed were: on (B)(6) 2018 sid (B)(6) alinity I bnp = <10pg/ml / on (B)(6) 2018 result was 227pg/ml. The customer stated that the patient had kidney failure and was sent to another site for a catheterization, but this was not due to the falsely depressed bnp results. There was no negative impact due to the falsely depressed results.